Manufacturer narrative:
Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery and the battery pack tri-cells were depleted. The root cause of the loose busbar cannot be positively identified. The root cause of the defective cells was unable to be positively identified. There were no adverse events associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor.